Event description:
It was initially reported that the physician's handheld was not holding a charge. The orange indicator light would come on when plugged into the wall. When left unplugged for about 10 minutes, the handheld would show that the battery was depleted and the handheld would go in to sleep mode. The handheld and the flashcard were returned to the MFR for eval. An analysis was performed on the handheld and the reported allegation of battery failure was not verified. During the analysis, it was identified that the handheld was unable to interrogate a known good generator. The cause for the communication difficulties is associated with a defective serial cable. An analysis of the cable identified an open ground trace. Once a proper ground connection was established using a jumper wire, no further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.